Manufacturer narrative:
Review of the submitted log file data confirmed the report of lower than expected calculated pump flow values at increased pump speeds; however, a specific cause for the reported flow issue could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported end organ failure and elevated ldh level could not be determined through this evaluation. The submitted controller periodic log file contained over 6 months of data from 08jan2019 ¿ 18jul2019. The stored patient speed remained at 6600 rpm from the beginning of the log through 11jul2019. From the beginning of the log file through the end of may, calculated average flow remained in the range of about 5.5-7 lpm (average of ~6.2 lpm) with stable motor power values of about 6 watts. Beginning in june, calculated average flow values appeared to slightly decrease to the range of about 3.5-5.5 lpm associated with slightly decreased motor power values of about 5.5 watts. Prior to any speed increases, calculated average pi ranged from about 2-5 and appeared to increase over time. When the pump speed was increased to the maximum of 9000 rpm at the end of the log from 13jul2019 ¿ 18jul2019, motor power increased as expected to values of 11 watts; however, calculated average flows remained lower than expected in the range of 4.6-5.1 lpm. Calculated average pi was also noted to have reduced to the range of 1.6-2 during the speed increase. The log file consisted of only data entries with no alarms or controller faults captured. The submitted controller event log file contained approximately 9.5 days of data from 08jul2019 7:17 pm ¿ 18jul2019 11:47 am, per the timestamp. The stored patient speed was initially set to 6600 rpm and remained at 6600 rpm through timestamp 11jul2019 3:21 pm. While the pump speed was set to 6600 rpm, calculated average flow, motor power, and calculated average pi remained overall stable in the ranges of about 3.8-4.4 lpm, 5.4-5.6 watts, and 2.7-3.4, respectively. Between timestamps 11jul2019 3:24 pm ¿ 13jul2019 8:22 am, the stored patient speed was gradually increased to the maximum speed of 9000 rpm and remained at this speed through the remainder of the log. Motor power accordingly increased as the pump speed was increased; however, calculated average flows remained lower than expected in the range of about 3.5-5.3 lpm. Calculated average pi was also noted to have reduced to the range of 1.5-2.2 during the higher pump speeds. Despite the observed lower than expected calculated pump flow values at increased pump speeds, no low flow alarms or any other atypical alarms nor any atypical controller faults or lvad faults were captured and the actual motor speed remained above the low speed limit of 6000 rpm without issue throughout the submitted event and periodic log file data. Pump was manually turned off on 22jul2019. The device was not explanted at the time of the reported event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. To date, additional information regarding explant of pump has not been received and the device has not been returned for evaluation. The complaint file will be closed accordingly. The heartmate 3 lvas IFU lists renal dysfunction, hepatic dysfunction, and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device: 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's log file looked similar to a log file with an outflow graft issue. It was later reported that the patient was admitted with end organ failure and low flows. A computed tomography angiography (cta) was performed and revealed no inflow occlusion but inconclusive of outflow occlusion. The patient was given dobutamine. The patient was taken to the operating room to evaluate the outflow graft endovascularly but was inconclusive and aborted. The device was turned off and an impella was placed. The patient will be listed status 1 on the transplant list. No further information was provided.